Event description:
It was reported that during device analysis, device was found to be in end of life (eol) mode and possible circuit damage alert was noted. It was determined that the status alert of possible circuit damage was not related to end-of-life battery behavior. After the generator change the chronic lead was tested and all the parameters were within normal range. It was suspected that the alert was cause due to device issue. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The cause of the loss of communication was due to battery depletion. A longevity calculation was performed and the battery depletion was normal. No anomalies were found. The sosd alert was determined to be a false-alert and was consistent with having been caused by a battery that was extremely low.